Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. In a separate visit the lens was exchanged for a same length lens and the problem resolved. Cause of the event was reports as unknown.

Manufacturer narrative:
H6- device evaluation: lens was returned dry in microcentrifuge vial. Visual inspection found the haptics torn/bent/deformeed. Unable to perform dimensional inspection due to significant lens damage. Claim # (B)(4).